Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during loading sequence. Customer's blood glucose was in the 200's mg/dl. Customer loaded a new cartridge successfully.